Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The reported allegation not found

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.